Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 26.2, 6.9, 10.2, 9.8, 11.7, 10.2 mmol/l. Tests were done within 20 minutes with a difference of 61%. Pt did not experience any adverse events. No further info has been reported.